Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp with a balloon and system trainer, and was unable to reproduce the reported issue. The fault logs indicated "check iab catheter" alarms, no other faults. The fse then performed all functional, pneumatic, electrical and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the balloon was not inflating when used with the cs300 intra-aortic balloon pump (iabp). No patient harm, serious injury or adverse event was reported.